Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's parent reported that the patient¿s cgm was reading low at nursery and the school staff treated her with glucose. A bg was checked after the glucose was given and it was 240 mg/dl although the cgm was reading 80 mg/dl. The parents were called to pick up the patient. A bg was checked again by the parents and was 480 mg/dl although the cgm was then showing low again. Insulin was given by the parents and the patient fully recovered afterward. The patient had no symptoms throughout the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.